Manufacturer narrative:
Additional information was received indicating the date of event is august 13th and august 15th but unsure if these are exact dates. The patient was sent new pumps. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with chipped on cases and fluid ingressions. During analysis, the customer's reported problem was unable to be repeated in that when she tried to attach the cassette, pump lost its program. Ran the pump with customer's returned program. No problem was found with the pump losing its program during the investigation. Visually inspected the pump's event history logs showed "high pressure and no disposable" alarm messages after pump started and disposable attached but no message regarding program lost or reset. Fluid ingressions were found on the chassis base by the occlusion sensors. The "pump lost its program" issue possibly was caused by the fluid ingressions. Service recommended the downstream and upstream occlusion sensors to be replaced with reinstalled the software applications. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump lost programming when the patient was attaching a cassette. It was reported that the patient subsequently switched to a backup pump. No adverse patient effects were reported.